Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient came into clinic and noted that a power port on his controller was loose on the housing. It was stated by the patient that this is not the first time he has had this issue. Patient further states that he is not abusing the controllers and is concerned. Patient underwent an elective controller change and it was stated that he tolerated with no issue but is becoming concerned of this same issue. No additional information provided. Investigation is ongoing

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the devices revealed that the devices failed to meet specifications; the devices failed visual examination due to a loose ps-1 port connector. The confirmed malfunction is related to the reported event. This issue is currently being investigated by the supplier. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the supplier is still investigating this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.